Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the patient diagnosis to motor symptom fluctuations.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, ubd: 14-may-2017, UDI #: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an increased myoclonus tremor to the right side of their body with increased twitching over their left extension wire in the neck area. The twitching increased in severity and was accompanied by additional symptoms over time. A micro-fracture of the extension was observed, so the extension was explanted and replaced and the issues resolved without sequelae on (B)(6) 2016. No further complications were reported as a result of this event. Refer to manufacturer report #3007566237-2019-01108 for details pertaining to the related reportable event.